Event description:
It was reported that the blue part of a transfer set twist clamp was deteriorated. It was stated that the plastic coating was removed. No cleaning solution used, but the nurse would use anti-adhesive solution at times. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a cracked light blue mainbody and broken occluder feet. Functional testing of the device included leak testing, clear passage testing, clamp function testing and pressure testing; leak and clamp function testing identified a leak through the tubing due to broken occluder feet. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was stated that the patient was using a hydro alcoholic solution (aniosgel 85 npc) to clean their hands before connecting. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.